Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during an acl procedure the fms vue fluid management system was having inconsistent flow. Low and high flow and noise was experienced. Same device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d3, g1-2: the manufacturer name, manufacturer contact facility name, and manufacturing site name have all been updated to reflect the correct information. Address, and phone number and email address have been updated accordingly. Additional information: investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the device had inconsistent flow and noise during operation was confirmed. It was found that an internal gear was worn. The damaged gear was replaced and the device was tested and found to be working according to specifications. The worn gear is a result of prolonged usage of the device over time, and can be held responsible for the complaints reported by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances related to the reported complaint condition were identified.